Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) was hospitalized for unknown reason. On (B)(6) 2018, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient had pneumonia since an unknown time. The patient was treated with IV antibiotics cefuroxime. On (B)(6) 2018, patient died as a result of pneumonia and cardiac decompensation.